Event description:
The user facility reported that an employee incurred a needle stick following an injection. The following information was obtained: the employee was reportedly activating the safety device on the counter top when the safety shield "broke off during activation"; subsequently, the needle slipped forward and stuck the user in the opposite hand, which was resting on the counter top; and no medical or surgical treatment was necessary.

Manufacturer narrative:
The involved sample is not available for evaluation. Therefore, the investigation was based upon assessment of user facility information and evaluation of reserve samples. No abnormalities or defects were noted on visual inspection and all samples passed functional testing. A review of the device history records indicated that there were no production related problems. A review of the complaint files confirmed that this lot number has not been reported previously. Although, the cause cannot be definitively determined based on available information, there is no evidence that this event was related to a device defect or malfunction. The device labeling does address the potential for such an occurrence in the warnings and the instructions-for-use, such as the following: "handle with care to avoid needlesticks"; and "keep hands behind the needle at all times during use and disposal." All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending, and follow-up. (B)(4).